Event description:
A malfunction on the pump was reported after the customer dropped it from about a foot off of the ground. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump using the provided pump reset information.